Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of the provided image, performed by regulatory post market surveillance analyst, is consistent with the allegation of thermal damage. The instrument had charring at the distal end. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the permanent cautery hook (pch) instrument had energy leakage over a large area, causing the edge of the material in use to melt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer confirmed the procedure was oropharyngeal resection and cervical emptying on (B)(6) 2024. The instrument was inspected prior to use and no damage was noted. The thermal damage was first observed intraoperatively. No arcing was observed. Damage was observed at the end of the instrument rod, as energy began to be dispersed at a larger end. Dissecting was the surgical task performed at the time. Monopolar cut energy was activated. The instrument was connected properly. Fenestrated bipolar forceps (fbf) was also in use at the time of the event. The instrument tips did not collide with any other instrument or tool. The instrument was in contact with tissue. The instrument did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. The surgeon does not know what caused the event. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the event. The instrument is available for return to isi for evaluation. An image was provided.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have thermal damage on the distal clevis. Material appears to have melting burnt off from the charring that occurred near the tip. Also, thermal damage/melting was found on proximal clevis. Components adjacent to the distal and proximal clevis show thermal damage. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.